Event description:
Ten-month-old male who had undergone ileocecectomy with creation of end ileostomy developed issues with leakage around the ostomy bag (ostomy appliance was not sealing well to the skin and this led to the development of skin breakdown which led to the bag being unable to stick). Multiple surgeons went bedside in an effort to get the bag to stick to the skin better, however the longest the bag lasted was 6-7 hours. We are now needing to keep the baby npo (nothing by mouth) and applying skin ointment to help the skin heal before we re-attempt ostomy bag placement. Prolonged hospital stay. Pt code: 2681. Device code: 1250, 1068. Reference reports: mw5175290, mw5175291.